Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received no button response due to corroded keypad traces. Unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Unable to verify low reservoir alarm and lost sensor error due to no button response. Insulin pump was received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump buttons were unresponsive. Patient stated that the up arrow was not working. Patient's blood glucose was 300 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.